Event description:
It was reported that cartridge was damaged at cartridge t:lock connector and broke while being used for insulin delivery, which caused pump to detach and become lost. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.